Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of external fixator, orif distal tibia, anterolateral thigh flap, the device did not deploy the clip correctly and cut through the vessel rather than secure it closed. The clip was crossed over itself, clearly not in the position expected. This issue has been encountered before from a different batch. The device was removed from the surgical field and manual clips were used for the remaining surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used in the theatres, the device did not deploy the clip correctly and cut through the vessel rather than secure it closed. The clip was crossed over itself, clearly not in the position expected. This issue has been encountered before from a different batch. The device was removed from the surgical field and manual clips were used for the remaining surgery. There was no patient injury.